Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched caused by cracked and raised threaded insert bosses which caused separation between the front case and mechanism assembly. Evaluation found hardware securing mechanism assembly to front case to be loose, which can contribute to door not fully latched messages. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.